Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack sn (B)(4) has been completed. The reported problem (battery faults/charger faults) has been confirmed. Upon evaluation, it was discovered that the battery back had a defective cell. The root cause of the defective cell cannot be positively identified. Once the cells were replaced, the battery was fully functional. No adverse event resulted from the defective battery. The pt received a replacement battery.

Event description:
During a review of a (B)(6) male pt's download zoll lifecor customer support identified several "battery charger fault" flags in the data. The pt was provided with a replacement battery pack.